Manufacturer narrative:
Further information was requested but not received. Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and facility information are unknown since the serial number was unknown.

Event description:
Related manufacturer reference number: (B)(4). It was reported that two low voltage leads exhibited noise oversensing which led to pacing inhibition. It was noted that the leads were plugged into a competitor device. No intervention was performed. There were no patient consequences.